Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in the right eye one day post treatment. The steroids in the right eye were increased to every hour. A flap lift and irrigation was performed. Visual acuity sans correction (vasc) one day post lift was noted to be 20/40. No further information has been provided.